Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the insulin pump was exposed to high magnetic field. Troubleshooting was done. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms noted during testing. The motor was tested outside of the unit and passed however, multiple pump error alarms were found in the format history file. The motor may have had an intermittent failure that was not detected during our testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.